Event description:
In 2009, the pt reported that for the past month he has been having an issue with the piston rod of his insulin infusion device returning and with receiving recurring e6's (mechanical error). He stated on the day of event, the piston rod stuck during retraction and he received an e6. He tried to troubleshoot by changing his device battery, but the issue continued. He switched to his backup infusion device. During troubleshooting, the pt stated his device has not been propped or exposed to water. He has difficulty removing the adapter and battery cover which is "stripped." The pt was educated on the schedule to change these accessories. The pt removed the battery cover and adapter, and stated he sees insulin crystallizing around the area where the cartridge is inserted. He said he does not attach the adapter and tubing to the cartridge prior to inserting into his device. He was advised to do so. Courtesy battery covers and adapters were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.